Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. The device failed a self-test due to a low battery on the (B)(6) 2015. Investigation found the fault can be attributed to capacitor failure. This resulted in a short circuit which caused the installed pad-pak to blow. This would account for the device failing to power on and the lack of status led. The functionality of the circuit is tested before leaving heartsine, it is therefore concluded the component failed after dispatch. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.